Event description:
It was reported that the patient had several replace controller alarms on their history but did not have any active alarms. It was said they were unsure how significant the alarms were since they weren't active, but they were multiple alarms in the history. Log files captured a power cable disconnect/low power hazard/ no external power while connected to mobile power unit (mpu) on (B)(6) 2025 at 16:21 to 16:22. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as system controller¿s emergency backup battery (ebb) function as intended. Log files also confirmed the ebb fault on (B)(6) 2025 from 16:22. The ebb fault was due to the ebb failing the load test. The ebb faults resolved after the ribbon cable was reseated. The alarms resolved upon the mpu regaining power. Log files also contained low power advisory on (B)(6) 2025 and (B)(6) 2025. Log files indicated that the patient did not connect to the power module/mpu in the evening of (B)(6) 2025 to (B)(6) 2025. This suggested that the patient was sleeping on battery power. There were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The cause of the several replace controller alarms were due to the ebb failing the load test. Upon physical inspection, no obvious causes were identified. Patient was reported often to be sleeping on battery power. It was able to be confirmed if the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit. The ac power cord came loose at the wall outlet. It was said the ac power cord was disconnected accidentally by one of their offspring. The mpu was not exchanged/removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) (serial number (B)(6)) was confirmed via log file analysis. Relevant data from the reported event date of 30nov2025 was reviewed. The log file captured power cable disconnect and low power hazard alarms due to the relative state of charge (rsoc) voltages in both power cables decreasing below the alarm threshold while connected to the mobile power unit (mpu). The rsoc voltages fluctuated over the next few seconds, until at 16:21:56, a no external power alarm activated. The backup battery activated as intended and provided power to the pump while the system controller was not connected to external power. Ac power appeared to be briefly restored to the system which resolved the no external power alarm condition; however a backup battery fault alarm activated. This alarm was followed by the rsoc voltage values fluctuating below the alarm threshold again, which reactivated the power cable disconnect and low power hazard alarm conditions. All three alarm conditions resolved when it appeared that external power was restored to the system and the backup battery was no longer in use. Power cable disconnect and low power hazard alarms reactivated due to the rsoc voltages decreasing below the alarm threshold again. A no external power alarm briefly activated, however all three of these alarms resolved within the same second, and ac power appeared to be fully restored to the system. The backup battery activated again during these events, and no pump interruptions were observed. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The root cause of the reported event was determined to be user error in allowing the mpu ac power cord to be disconnected from the wall outlet. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mobile power unit (mpu) (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the several replace controller alarms were due to the ebb failing the load test. Upon physical inspection, no obvious causes were identified. The patient was reported often to be sleeping on battery power. The mpu did have a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the unit. The ac power cord came loose at the wall outlet. Per the patient, the ac power cord was disconnected accidentally by one of their children. The mpu was not exchanged/removed from service.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturers investigation is completed.

Event description:
It was reported that the patient had several replace controller alarms on their history but did not have any active alarms. It was said they were unsure how significant the alarms were since they weren't active, but they were multiple alarms in the history. Log files captured a power cable disconnect/low power hazard/ no external power while connected to mobile power unit (mpu) on (B)(6) 2025 at 16:21 to 16:22. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as system controller¿s emergency backup battery (ebb) function as intended. Log files also confirmed the ebb fault on (B)(6) 2025 from 16:22. The ebb fault was due to the ebb failing the load test. The alarms resolved upon the mpu regaining power. Log files also contained low power advisory on (B)(6) 2025 and (B)(6) 2025. Log files indicated that the patient did not connect to the power module/mpu in the evening of (B)(6) 2025 to (B)(6) 2025. This suggested that the patient was sleeping on battery power. There were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.